Event description:
Pt in cath lab for rotational angioplasty procedure. Upon completion of procedure, device removed from vessel. It became apparent that the guide wire spring tip had remained inside the pt. The branch of the vessel was too small for the retrieval of the guide wire spring tip.